Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. Reportedly, the first device, used on the right side, failed in step 2 as the plunger could not be pushed in completely. When the plunger was removed, the suture was not attached. With the second device, used on the left side, the suture was not attached when the plunger was removed. The sutures of four new proglide devices (two on each access site) were successfully pre-placed and the procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the final report, the following additional information was received. Device analysis of the first device noted that the guide was separated at the distal end of the guide tube and held together by the actuator wire. The guide material at the noted separation was jagged. Additionally, the device was returned with the lever closed and the foot deployed. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9, h3: device returning status updated from yes to no. H6: type of investigation code 4114 removed.

Event description:
This was reported as arteriotomy closures of the left and right common femoral arteries using two proglide devices using the pre-close technique prior to an unspecified interventional procedure. The access site where the device failures occurred was not specified. Reportedly, the first device failed in step 2 as the plunger could not be pushed in completely, and when the plunger was removed, the suture was not attached. With the second device, the suture was not attached when the plunger was removed. The sutures of two new devices were successfully pre-placed and the procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.